Manufacturer narrative:
A distributor of infutronix followed up regarding the affected device on 08/04/2020: "(B)(6) answered my follow up email, she will not be sending us the set since it was discarded. So all we have is the pictures showing the disconnect of the set." The reported issue was confirmed. The affected set was never sent for evaluation and was discarded by the user, so a root cause could not be determined. However, the pictures provided in the initial report clearly show a disconnect of the tubing from the cassette module; therefore, the complaint is confirmed.

Event description:
On 07/30/2020, a distributor of infutronix reported an issue on behalf of an end user: "tubing disconnect off the cassette...she did send two pictures of the issue." Device operator was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda ((B)(4)) medical co. Ltd.